Manufacturer narrative:
Deflation of bilateral breast implants. Bilateral exchange with mentor devices. Original surgery was performed by dr in 2000 using hutchison hth 0450cc saline-filled implants, which were filled to a volume of 0530cc(left) & 0575cc(right), in which they were over filled by 050cc(left) & 095cc(right). Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan style 68 devices that were filled to the volume of 550cc. Proudct was rec'd inside a single sealed peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection identified a breach which is located on the valve assembly (anterior surface) which is approximately 5mm in length (when the product was held in such a position that the brand name was upright and horizontal). Pressure testing could not be completed due to the position of the breach. Microscopic examination (x10) of the breach identified a clear initiation point and well defined edges which are indicative of mechanical trauma. The product met all manufacturing and quality specifications post MFR. The breach is not a manufacturing fault.